Event description:
A surgeon reported air came out of from the infusion line even though the infusion was on during a procedure. The product was exchanged to resolve the issue. The case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).